Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device alarmed vent inop and shut down while on a patient. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Patient/user involvement: patient information was requested; none was available.